Event description:
As reported by our polish affiliates, during positioning of the valve on the nf+ system, and after crossing the arch, the valve was positioned 50/50 to 60/40 aortic it was immediately noticed that there was no heart action. The team launched resuscitation but despite 1 hour of CPR, the patient¿s pressure failed to increase. A coronary angiogram revealed a blocked lad. It was discussed that an embolic material (calcium or atherosclerotic plaque) migrated towards the lad. Ultimately, the patient expired. An autopsy will be done and the results will be available in 3 months. The height of the coronary is unavailable. According to operator there was no significant previous coronary artery disease

Event description:
As reported by our polish affiliates, during positioning of the valve on the nf+ system, and after crossing the arch, the valve was positioned 50/50 or 60/40 it was immediately noticed that there was no heart action. The team launched resuscitation but despite 1 hour of CPR, the patient¿s pressure failed to increase. A coronary angiogram revealed a blocked lad. It was discussed that an embolic material (calcium or atherosclerotic plaque) migrated towards the lad. Ultimately, the patient expired. An autopsy will be done and the results will be available in 3 months.

Manufacturer narrative:
Investigation is ongoing

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the occlusion cannot be determined. Although the valve landed 50/50, the coronary height is unknown. It is possible that embolic material (calcium or atherosclerotic plaque) migrated towards the lad. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.